Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 1ml of juvéderm® volux¿. The same month later, the patient was injected with 1/2ml of juvéderm® volux¿ and with 1/2ml of juvéderm ultra plus® xc. Approximately two months later, the patient was injected with 1/2ml of juvéderm® volux¿, with 1/2ml of juvéderm ultra plus® xc, and with 1/2ml of juvéderm® volbella® with lidocaine. About one month after the last injections, the patient experienced ¿inflamed cheeks and nodules in cheeks and jawline.¿ ¿commenced on a delayed onset nodules management protocol.¿ symptoms status is unknown. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the juvéderm® volux¿.

Manufacturer narrative:
Additional, corrected, and/or changed data: b2 and h6.

Event description:
No additional information provided.